Event description:
Secondary IV set, 40 inch has an inline filter which is installed backwards. Line occluded due to backwards filter necessitating add'l effort on nurses part to administer med through line. Pump kept alarming with occluded line. Nurse noted that filter was in line backwards. On follow-up the next day above event, 2 add'l sets were found that were made backwards (not used on pt). 2nd event pump keft alalrming with occluded line. Nurse discovered set with backwards filter. 3rd event pharmacist assembling bags noted 2 add'l sets with filters installed backwards in line. Did not reach pt.